Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was advanced to further reduce the mr, during steering the clip became caught on the mitral chordae and papillary muscles. Troubleshooting was performed successfully and the clip was successfully removed, but a chordae tear was visualized. The clip was attempted to be repositioned but visualization was poor. It was identified that the grippers were unable to actuate so the clip was removed from the patient. A replacement clip was selected and advanced within the patient. The clip was placed on the leaflets but it was not possible to confirm adequate capture of the anterior leaflet due to poor imaging quality. The clip was successfully deployed when shortly thereafter the clip had a single leaflet detachment (slda) and was no longer attached to the anterior leaflet. Due to the poor imaging the procedure was discontinued, the final mr remained at grade 4+. There were no clinically significant delays reported.